Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device was not returned and no additional information was provided. If product or additional information becomes available at a later date, a supplemental MDR will be submitted. Conclusion: as reported by a healthcare professional, during the procedure, the micrusphere coil (sph10035020/p10043) stretched. Used another one to complete the procedure. There was no report on the patient injury. It was reported that the device would be returned for analysis; however, after multiple requests, the device was not returned and no additional information provided. The msphere 10 plat product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The coil stretch could not be confirmed without product return for analysis. The root cause of the event could not be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Mfg name - codman & shurtleff, inc. Dba depuy synthes products, inc. Three attempts to obtain additional information and product return were unsuccessful. It was reported that the device would be returned for analysis; however, it has not yet been returned additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the procedure, the micrusphere coil (sph10035020/p10043) stretched. Used another one to complete the procedure. There was no report on the patient injury.